Event description:
It was reported through the results of a clinical trial (B)(4) that approximately sometimes post index procedure using a lutonix drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of hematoma and steal syndrome. The adverse event relationship to the device, procedure and arteriovenous access circuit was not reported. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial (av pas / (B)(6)) that approximately sometimes post index procedure using a lutonix drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of hematoma and steal syndrome. The adverse event relationship to the device, procedure and arteriovenous access circuit was not reported. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial (av pas/cl003301) that approximately two months three weeks and five days post index procedure using a lutonix drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of target lesion restenosis. It was further reported that the subject reportedly diagnosed with hematoma and steal syndrome. Additionally, the patient had arm swelling and thrombosis was identified at the access site. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial ((B)(4)) that approximately two months three weeks and five days post index procedure using a lutonix drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of target lesion restenosis. It was further reported that the subject reportedly diagnosed with hematoma and steal syndrome. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, b7, g3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.